Event description:
A customer contacted beckman coulter inc. (Bec) to report that incorrect ammonia (amm) results were generated by the unicel dxc 800 pro synchron clinical system for one (1) patient. Original amm result was "suppressed, orr lo". The sample was diluted 1:2 and re-tested. Result for the diluted sample was 76umol/l. The specimen was run neat for amm on another instrument and the result obtained was 21umol/l. This result was reported out of the laboratory. There was no effect to patient treatment; incorrect results were not reported out of the laboratory.

Manufacturer narrative:
Based on review of the (B)(4) records, the calibration results appeared acceptable, but qc results showed some imprecision. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse inspected the instrument's sample probes, reagent probes, sample syringe, syringe valves and did not find any issues. The fse ran performance verification test (pvts) for carryover and precision, which both passed. The fse loaded new cartridges of amm and calibrated and ran precision test, which passed. The fse was not able to reproduce the issue, system has checked out and is performing acceptably. A clear root cause for this event is unknown.